Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr became stuck on the lesion and was detached. The target lesion was located in the heavily calcified left anterior descending artery (lad). A 1.50mm rotalink¿ plus was selected for use. During the procedure, it was noted that the burr became stuck on the lesion. Consequently, the burr was detached. The rotablator advancer was removed and left behind the rotawire and the burr. A pt graphix¿ guidewire was then positioned beyond the burr and a 1.50 x 15 maverick¿ was inflated to dislodge the burr. The rotawire and the burr were then released and instantaneously, the burr was removed. The procedure was completed with a new 1.25mm rotalink¿ plus and another of the same rotawire. In the course of the procedure, two bsc stents were implanted. No further patient complications were reported and the patient was doing well.

Manufacturer narrative:
The device was returned for analysis. Returned product consisted of the rotablator rotalink plus device. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually examined. The burr was detached from the coil and received in a plastic container. Inspection of the device revealed that the coil was broken and the burr was detached. The annulus was damaged, flared and not round. The damage to the annulus is consistent to interaction with the rotawire during rotation. There was a kink in the coil at the end of the handshake connection. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the burr became stuck on the lesion and was detached. The target lesion was located in the heavily calcified left anterior descending artery (lad). A 1.50mm rotalink plus was selected for use. During the procedure, it was noted that the burr became stuck on the lesion. Consequently, the burr was detached. The rotablator advancer was removed and left behind the rotawire and the burr. A pt graphix guidewire was then positioned beyond the burr and a 1.50 x 15 maverick was inflated to dislodge the burr. The rotawire and the burr were then released and instantaneously, the burr was removed. The procedure was completed with a new 1.25mm rotalink plus and another of the same rotawire. In the course of the procedure, two bsc stents were implanted. No further patient complications were reported and the patient was doing well.